Manufacturer narrative:
The product was not provided by the reporter; therefore, unable to proceed with product investigation.

Event description:
Loss of hearing-diminished [hearing impaired], constant ringing in ears [tinnitus], eye scratch [superficial injury of eye], device malfunction (oral-b electric toothbrush exploded or backfired) [device malfunction], swollen hand [oedema peripheral], headaches [headache], injury to face [face injury], injury to left eye [eye injury], injury to right hand [limb injury], concussion [concussion], short term memory loss [amnesia], other injuries [injury], foreign body in eye [foreign body in eye], foreign body sensation in eyes [foreign body sensation in eyes], acute traumatic keratoconjunctivitis [keratitis], (tinnitus) exacerbated by sudden noise exposure [condition aggravated], nervous and edgy [nervousness], tough to get to sleep [insomnia], hand was sore [pain in extremity]. Case description: a lawyer reported that their client, a male age unspecified, used oral-b power toothbrush, version unk and reported that the toothbrush exploded on (B)(6)2009 after he had only just pressed the "on" switch and was holding the toothbrush in his mouth with his right hand. He had a cut and abrasion to his eye, his hand was swollen and he had headaches and a constant ringing in his ears. Treatment: unspecified medical treatment. The case outcome was not recovered/not resolved. No further info was provided. On (B)(6) 2010 received f/u from physician: (B)(6) year old pt experienced sore hand, foreign body in eye, an ongoing foreign body sensation in eyes, the cut and abrasion to the eye was clarified to eye scratch. He was a non-smoker and not on any concomitant medications. The pt was seen in the ER on (B)(6) 2009. On (B)(6) 2009, tympanic membrane exam and external canal were normal and audiogram showed bilateral hearing loss consistent with age. His hearing was quite symmetrical being slightly worse at the mid tone on the right side and slightly worse at the higher tones on the left side. This was diagnosed as tinnitus related to presbycusis exacerbated by sudden noise exposure. It was the opinion of the ent surgeon that the tinnitus in the left ear was likely caused by the explosive noise although there was no previous audiogram for comparison so that he could definitely say there was a resulting hearing loss. On (B)(6)2009, the ent examination was normal. The pt reported he was finding it tough to get to sleep; it sounded like the ocean. He was nervous and edgy if someone approached him from behind and described that he was "shell shocked" and had short term memory loss such as not being able to remember items ordered by his wife if he went to the grocery store. He had missed about one and a half weeks of work and had not golfed for about 2 weeks to a month. He had not been able to perform household chores for about 2 weeks and will not use an electric toothbrush. He did not feel that his injuries had affected his strength, stamina and mobility in other respects. He has reached maximal medical recovery and has been left with a permanent physical impairment albeit one which is difficult to measure objectively. Treatment included: tobradex eye drops and uses glasses. The case outcome was unk. No further info was reported. On (B)(6) 2010: received f/u from attorney: client was also experiencing loss of hearing-diminished. No further info was reported. On (B)(6) 2011: received f/u from attorney: client also experienced injury to face, injury to left eye, injury to right hand, concussion, memory loss, other injuries. The case outcome was unk. No further info was reported.